Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in 04/2009 and that it had performed to specification up to 06/2012. The info obtained from the device showed the device had failed the weekly self-tests on 06/17/2012 and 07/08/2012 and had failed the subsequent manual tests on 07/23/2012 because of the low battery. There was no evidence obtained from the device to confirm that it was switching itself on as reported. Investigation did not confirm a fault with the device or any component in the device. The returned pad-pak from lot 492 was tested and found to have been depleted in line with normal usage. This pad-pak had a use until date of (B)(4) 2012. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching it self on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.